Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that following the implant, the patient was monitored for 24 hours per (B)(4). The monitor indicated a blocked p-wave, resulting in a loss of ventricular stimulation, and the patient experienced an episode. The patient was monitored once again, and all measurements were fine. The patient will continue to be monitored with a holter monitor, and the device remains in use. No further patient complications have been reported as a result of this event.